Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) initial and retest result for a (B)(6) year old male patient with abnormal liver function, when processing on the architect i2000sr. The customer stated the architect result was inconsistent with the rna result which was (B)(6). The customer uses a reference range of (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Catalog number was updated from 06c37-27 to 06c37-74 and lot number was updated from 03586be00 to 03586be03. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause lot, testing of a retained reagent kit, evaluation of the clinical sensitivity, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely causative agent lot. The tracking and trending report review did not identify any trends. The performance of the likely cause lot was investigated and did not identify any non-conformances or deviations. A retained reagent kit of architect anti-hcv reagent, lot number 03586be00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. Evaluation of the clinical sensitivity determined reagent lot 03586be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.